Manufacturer narrative:
No sample was returned for investigation. No lot info was provided to perform a device history record review. The root cause of the pt event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
The surgeon reported particulate noted in the pt's eye one day post operative. The surgeon has not removed the particle. No pt injury was reported.